Event description:
It was reported that when the devices, with reload cartridges, were used during an unknown procedure, they locked out. Additional devices were used to complete the case with no consequence to the pt.